Manufacturer narrative:
An event of a leaflet tear was reported. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
A physician notified abbott representatives that he had explanted a trifecta valve, approximately one month ago due to a reported leaflet tear. No information on implant duration or replacement valve was provided. Additional information is requested, but the user was unwilling to share additional details.

Event description:
A physician notified abbott representatives that he had explanted a trifecta valve, approximately one month ago due to a reported leaflet tear. No information on implant duration or replacement valve was provided. Additional information is requested.